Event description:
It was reported that during a hand assisted sigmoid colon procedure, on the fourth firing with a blue load, the device was closed and went thru the firing sequence. The tissue moved forward. When the device was opened, there were no staples at the proximal end. At the distal end of the tissue, the staples were not formed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.